Manufacturer narrative:
The insulin pump was received with blank display due to broken battery tube spring. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to blank display. Pump also received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was over 500 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was hospitalized for high blood glucose levels of 858 mg/dl but did not provide the time and date of the hospitalization. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was treated with insulin drip. The customer stated that their blood glucose levels were high due to their sensor sites not sticking ot their body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.